Event description:
Rep reported that patient's chpv was explanted due to surgeons observation that the patients icp was 20-24 when normally has been around -5 to positive 5. Her valve was at 50 mm h2o and as a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.